Manufacturer narrative:
Impella cp was returned for evaluation. Optical signal issue: returned pump was evaluated and 5s parameters were consistent with a damaged sensor. Pump passed laser continuity testing and imaging of the sensor face was performed and showed damage of the sensor face. Clinical details noted that the pump lost ao placement signal after shockwave therapy was initiated. Proximity of shockwave device to impella was not noted in clinical details. Data logs were reviewed and pump optical parameters had sudden drop of placement signal to 0 with all 5s optical parameters consistent with a damaged sensor face. Motor current and pump flows remained stable at time of loss of placement signal. The root cause of the optical signal issue was due to a damaged sensor as a result of use of shockwave while on impella support, however, exact distance between shockwave device and impella optical sensor was not noted. IFU 0048-9007 rr notes that use of the shockwave device within 20mm can cause damage to the impella optical sensor. Limb ischemia - reversible: clinical details noted that patient had pad and preexisting stents in iliac artery that required ballooning to accommodate the impella access sheath. When pump was inserted, patient loss distal pulse in right leg and required vascular revision after pump was removed to restore flow. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: ¿ patients pre-morbid condition and peri-procedural condition. ¿ any concomitant medication. ¿ vascular size or variations thereof. ¿ detailed description of the symptoms experienced by the patient. ¿ physical examination findings, including pulse assessment and visual examination of the affected limb. ¿ diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. ¿ laboratory test results, including blood tests for markers of inflammation or clotting disorders. ¿ any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. ¿ patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Impella cp was returned for evaluation. Optical signal issue: returned pump was evaluated and 5s parameters were consistent with a damaged sensor. Pump passed laser continuity testing and imaging of the sensor face was performed and showed damage of the sensor face. Clinical details noted that the pump lost ao placement signal after shockwave therapy was initiated. Proximity of shockwave device to impella was not noted in clinical details. Data logs were reviewed and pump optical parameters had sudden drop of placement signal to 0 with all 5s optical parameters consistent with a damaged sensor face. Motor current and pump flows remained stable at time of loss of placement signal. The root cause of the optical signal issue was due to a damaged sensor as a result of use of shockwave while on impella support, however, exact distance between shockwave device and impella optical sensor was not noted. IFU 0048-9007 rr notes that use of the shockwave device within 20mm can cause damage to the impella optical sensor. Limb ischemia - reversible: clinical details noted that patient had pad and preexisting stents in iliac artery that required ballooning to accommodate the impella access sheath. When pump was inserted, patient loss distal pulse in right leg and required vascular revision after pump was removed to restore flow. Limb ischemia can occur during impella support. When making a determination as to the cause of the limb ischemia, the following clinical information is necessary: patients pre-morbid condition and peri-procedural condition any concomitant medication vascular size or variations thereof detailed description of the symptoms experienced by the patient physical examination findings, including pulse assessment and visual examination of the affected limb. Diagnostic imaging results, such as doppler ultrasound, angiography, or magnetic resonance angiography. Laboratory test results, including blood tests for markers of inflammation or clotting disorders. Any relevant information about risk factors for peripheral arterial disease, such as smoking, diabetes, or hypertension. Patient's response to previous treatments or interventions for vascular conditions. With a returned impella, the max od could be assessed to ensure it is within specification. The product could also be evaluated for any burrs or sharp edges. Additionally, the clinical information above would need to be considered in the context of the returned product. To determine the true root cause of limb ischemia, the clinical information mentioned above would need to be assessed in conjunction with evidence from the returned device. As all the necessary information was not provided, the root cause of the limb ischemia was not determined. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
It was reported that there was a placement signal not reliable alarm during shockwave therapy. There was no intervention for the placement signal issue.

Event description:
The user facility reported that prior to initiating impella cp support, there was concern with arterial access and distal flow to the access leg. The leg post percutaneous cardiac intervention procedure did not have a return of arterial flow, and the patient was taken to the operating room for a vascular revision. It was further reported that there was a placement signal not reliable alarm during shockwave therapy. There was no intervention for the placement signal issue. The impella cp was explanted due to ischemia.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿